Event description:
Discordant elevated troponin I result were obtained on a two patient samples. The results were reported to the physician who questioned the results. The samples were repeated on an alternate siemens instrument system (alternate methodology) and negative results were obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.